Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, high, out of range, pacing lead impedance was observed. Physician re-positioned the lead but the values were still high. Lead was not used and was replaced. Patient's condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.